Event description:
It was reported that the patient underwent a procedure (three-level fusion probably) within the last couple of years using interbody device with posterior fixation. It was reported that the screw backed out at unknown time post op. The revision surgery might need to be performed. However, no revision surgery is reported at this time.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.